Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement. The complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed 1 similar complaint for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). ¿this report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.¿

Event description:
The sales rep reported that during a rotator cuff repair the tip of his healix advance knotless broke upon insertion. The sales rep stated that it was the surgeon's first time using this anchor and she twisted too hard. The sales rep stated the anchor was still on the inserter when it broke. The sales rep reported he directed the surgeon in the implanting of two other anchors with no more difficulties. The surgeon completed the procedure with another similar but larger anchor with no patient consequences or delay. The purple awl was used. The bone quality was good. The sales rep could not provide information regarding preexisting conditions or medications.